Event description:
On (B)(6) 2012, a company rep reported the menu and check buttons on the infusion device are ¿wearing.¿ the components under the check button are ¿almost¿ visible. The correct type of battery is used, and the infusion device is worn in a plastic case. The wearing of the buttons is affecting the function. Pt has to remove and reinsert the battery for the buttons to respond. The buttons continue to work intermittently and do produce an audible sound when pressed. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Three additional attempts were made to f/u with the pt, and these were unsuccessful.